Event description:
It was reported via repair work order that the power cord ground prong was missing. It was also reported that the scale was inaccurate due to a malfunctioned head left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.